Event description:
The event is reported, via FDA letter with adverse event or product problem report. The customer alleges that after several days on the ventilator; it was noted that the infant circuit had melted. The low pressure alarm was activated. The circuit was changed and no sequel noted.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A DHR (device history record) review could not be conducted since the lot number was not provided. A document assessment was conducted and no changes were required. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.